Event description:
The patient was initially enrolled in (B)(4) study. During a 180 day follow up, the stent implanted in the patient was noticed fractured during an x-ray performed. The stent was implanted in an actively moving segment of the artery. The fractured stent was not completely separated and no migration was noted. There was no abrupt or threatened closure, therefore no treatment was performed. The patient is reported to be asymptomatic. The reported indicated that the event was possibly related to the index procedure and the cordis product. At the time of the index procedure, vascular access was obtained thought the right side and a retrograde approach was chosen to treat the left side. The target lesion was 5 mm in diameter and 13 cm in length with a 100% stenosis. The target lesion was distal, and was de novo. The target lesion was pre-dilated. Post-dilatation stenosis was 70%. A grade d dissection occurred with a 4.0 x 100 non-cordis pta balloon, therefore the lesion was post-dilated. Post dilatation stenosis and the dissection grade were both zero. The patient did not experience any procedure related events during post-dilatation. No additional treatment was required. The patient was discharged from the hospital the next day without any adverse events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for this lot were reviewed and product met all quality requirements for product acceptance.

Manufacturer narrative:
Please note that add'l info has been received. Upon further review of add'l info received, this complaint does not meet the criteria for medical device reporting since there was no event; therefore, it has been deemed not reportable. No further reports will be forthcoming.

Event description:
Addendum 01/07/2010. Films received from the site were reviewed and by the clinicians and show no fracture. Also, add'l info from the reporter indicated that, "they received a 6 month x-ray from the site and, upon analysis, have determined that there is no stent fracture at this time."